Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: (B)(4) implantable pacing lead - implanted 2007 (B)(6). (B)(4).

Event description:
It was reported that the lead was occasionally t-wave oversensing (twos) post ventricular pacing. A program adjustment was going to be made and the lead remains in use. No patient complications have been reported as a result of this event.